Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings and investigation conclusions), h10: a getinge field service engineer (fse) after inspection confirmed blood back in device. The unit has not yet been repaired as we are waiting for the customer to purchase the parts to apply and repair the equipment. The complaint may be reopened in future if the response is received. H3 other text : the unit has not yet been repaired.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the surgical procedure, the cs100 intra-aortic balloon pump (iabp) unit has blood in the equipment's internal system. There was no patient harm.